Manufacturer narrative:
Retainer ring = black. On 05-nov-2021, the customer alleged was for high bg and insulin flow block. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and dog chew marks during the visual inspection. No unexpected insulin flow blocked alarms noted during testing. Thus was utilized and downloaded trace/history files properly. No insulin flow block alarm noted in insulin pump downloaded history on event date. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730. Device was cut open to perform visual inspection and found moisture damage on motor assembly. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. Insulin flow blocked alarm was not confirmed due to no unexpected insulin flow blocked alarm noted during testing. Moisture damage on motor was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level of customer was 24.2 mmol/l. Customer was treated with insulin pump. Auto mode feature was not active at the time of incident. Customer had nausea and no appetite. Insulin pump had passed self test. Insulin pump had insulin flow block alarm and insulin exited during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.